Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately nine years post deployment, CT scan revealed that the filter limbs extended outside the ivc wall. Two months followed by, patient presented with dvt, where an occlusive dvt extends from popliteal vein to the apex of the filter. Seven months later, the filter was retrieved. Venography during the retrieval revealed that the filter was tilted 15 degrees. Also, it was observed that one of the filter strut detached and extends into the vertebral body and the detached filter limb was not retrieved. Therefore, the investigation is confirmed for filter tilt, filter limb perforation and filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident; taruma- b/le & spine fx's, s/p fall off bridge, prolonged immobility d/t fx's. At some time post filter deployment, it was alleged that the filter tilted, struts detached, perforated into the vertebral body and became embedded. The device was removed percutaneously, but the detached struts retained in vertebral body. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident; trauma- bilateral lower extremities & spine fractures, surgical procedure fall off bridge, prolonged immobility due to fractures. At some time post filter deployment, it was alleged that the filter tilted, struts detached, perforated into the vertebral body and became embedded. The device was removed percutaneously, but the detached struts retained in vertebral body. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately nine years post deployment, CT scan revealed that the filter limbs extended outside the ivc wall. Two months followed by, patient presented with dvt, where an occlusive dvt extends from popliteal vein to the apex of the filter. Seven months later, the filter was retrieved. Venography during the retrieval revealed that the filter was tilted 15 degrees. Also, it was observed that one of the filter strut detached and extends into the vertebral body and the detached filter limb was not retrieved. Therefore, the investigation is confirmed for filter tilt, filter limb perforation and filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.